Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting discordant result with another rapid antigen test. Customer communicated the person tested themselves 3 days in a row with 3 negative quidel results and 2 positive results on another brand of rapid antigen on day 2 and day 3. No other confirmation testing performed and symptomatic status is unknown (report 3 of the 3 results).